Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor displayed a ¿brief sensor issue¿ alert and initially failed to pair with the ilet, after which guided troubleshooting was completed, including app mode toggling and re-pairing steps, resulting in successful pairing without further issues. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included guided troubleshooting and user education. Investigation of this case revealed a transient pairing communication issue that resolved after standard reconnection procedures, with no device damage or persistent malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption consistent with use or setup error.